Manufacturer narrative:
There were no allegations made against the device. The death was reported to medtronic just to update the patient record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was implanted ((B)(6) 2013) without any reported issue. It was reported that the patient expired approximately 6 years later ((B)(6) 2019).